Event description:
It was reported the pt had numbness and tingling in the tips of his fingers at the f/u appointment. The pt reported he had difficulty with certain motor skills such as working with buttons. The physician performed gross motor testing, strength testing, and reflex testing during the appointment. It was reported the issue was not present prior to the implant. The physician opted to wait and see if the issue resolves over time. F/u identified the symptoms had not resolved and the pt was to schedule an appointment with the physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.